Event description:
It was reported that the suction connector and the auxiliary water connector were broken for no reason. Consequently, there was cancellation of all procedures on because the facility could not reprocess the scopes. The issue occurred during reprocessing with no evidence of direct patient involvement. Though procedures were cancelled, there was no indication that these were being done urgently or emergently for life-threatening reasons or that the cancellation of said procedures caused any life-threatening complications or health conditions. At this time, there is no evidence that a life-threatening event occurred, that a patient has developed a permanent disability or permanent damage that caused substantial disruption in their ability to conduct normal life functions, or that additional medical or surgical intervention was required to preclude permanent impairment of a body function or damage to a body structure that is suspected to be due to the use of the olympus device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The following fields have been updated: h6. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation malfunction likely occurred due the connecting tube being broken by external stress applied to lock lever of the tube, which made it impossible for the tube to be connected. External stress on the connecting tube may have been caused by applying force in the wrong direction. Since the device was not returned to olympus for evaluation, the event could not be confirmed and a definite root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: "9 preparation and inspection: 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor the field performance of this device.